Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had a change in therapy that was intermittent/erratic. The patient charged the battery on (B)(6) 2017. He turned it on and didn't feel anything. This was the second time that this happened. The first time a manufacturer representative (rep) met the patient at the doctor's office and fixed it. The patient thought the first time occurred in 2016. The second time the patient had this issue occurred on (B)(6) 2017. There were no falls/trauma reported that could have been related to this issue. The patient synchronized the ins with the patient programmer to confirm ins status/programming and the programmer showed that stimulation was on. The patient said that stimulation was on and that adaptive stimulation was also on showing upright. The patient tried to increase or decrease stimulation and this did not resolve the issue. The patient increased stimulation to 2.30 volts and stood for three minutes. The patient then lied down and then stood up. When he lied down it showed laying down when the patient synchronized with it. The patient stood up and synchronized again and it showed standing. The patient didn't feel it though, and said that it went on and off. When asked if it was programmed for cycling mode the patient said no. The patient was told to call the doctor a request a rep to come and check the device. When the patient tried to increase stimulation past 2.30 volts he got an out of regulation (oor) message. He then went back again and was able to increase up to 2.50 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. It was reported that the patient had a loss of pain relief. An impedance check was done and electrodes 8-15 all had impedance greater than 10,000 ohms. The patient was sent for x-ray, and may be scheduled for a revision/replacement. Surgical intervention was planned but it had not been scheduled. The issue was not resolved as of (B)(6) 2017, but the patient was alive with no injury. The issue occurred during normal use.